Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated this was the second occurrence of the alarm. The customer's blood glucose was 22 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted during testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube window and a cracked reservoir tube.